Event description:
It was reported that the child was implanted with a cmd electrode array in 2006. Auditory responses were reported to be good until 2007 when auditory performance began to decline. Several attempts at re-programming have been made since without success and she recently began experiencing facial stimulation. The audiologist is also concerned regarding changes in impedance. The only thing of note in the child's history is a blow to the head following a fall in 2006. The blow was hard enough to shift the implant package, resulting in the square edge side protruding laterally from the head. There has been no additional migration since. A recent CT scan shows good position of the electrode array. Re-programming in 2007, resulted in fair auditory awareness without facial stimulation although facial stimulation was encountered on several channels during the programming session. Stimulation of channel 2 was noted to produce horizontal nystagmus. The ground path impedance remains stable. The pt is to be monitored for performance and the occurance of facial stimulation as well as fluctuations in impedance.

Manufacturer narrative:
Currently available info points to non-auditory stimulation eventually being due to the congenital inner ear malformation. In addition, device damage due to the accident reported may be assumed despite no technical damage or malfunction is apparent. The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow-up report.